Event description:
The customer states that the system will not initialize. It required multiple attempts to boot in order to complete the case. The system also has intermittent communication error. No injury was reported.

Manufacturer narrative:
The system had multiple intermittent faults, including no boots and communication errors. The ge service rep replaced the pcb battery in the mainframe. Flashed nodes, reloaded cal files and software, faults persisted and performed a sbc upgrade. The system is ready for operation.